Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were readmitted to hospital because of high blood glucose level. Customer¿s blood glucose level was up to 1000 mg/dl. Customer reported that they were hospitalized 5 times in 7 weeks due to insulin pump malfunctioning. Customer did not provided hospitalization details. Customer did not provided whether he used auto mode feature or not. Insulin pump will not be returned for analysis.